Event description:
In 2009, the pt reported that on the day of event, she attempted to change the insulin cartridge and the plunger "popped off" resulting in insulin spilling into the cartridge compartment of the infusion device. She was educated on the proper technique for changing the insulin cartridge. She switched to her previous infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.